Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: d4 - lot, d9. Additional narrative: d4. H3, h4, h6: product code: 422.259s. Lot: 1958p67. Release to warehouse date: 26 september 2022. Expiration date: 01 september 2032. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ visual analysis of the returned sample revealed that the device was found broken at the middle section of the plate. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection was not performed due to post manufacturing damage. ¿the overall complaint was confirmed as the observed condition of the lcp-df 4.5/5 le 13 ho l316 tan would contribute to the complained device issue. ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4 - 510k: this report is for an unknown liss plate/unknown lot. Part and lot number are unknown; UDI number is unknown. D6: date of implantation is an unknown date in (B)(6) 2024. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post peri-implant distal femur fracture (B)(6) 2024 with left knee tep in place. In case of screw loosening, a revision procedure was performed in (B)(6) 2024 using lcp distal femur plate with liss. On (B)(6) 2024, the patient presented to trauma surgery outpatient clinic as an unscheduled case after they noticed a cracking noise when climbing stairs with uagst. The subsequent diagnostics revealed a central fracture of the plate and a slight axial deviation with recurvation. This report is for an unknown liss plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: b5 d1, d4 g1, g4 h6 - health effect - impact code h6 component code: g07002 device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient underwent revision surgery top remove the broken plate and place an external fixator.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A DHR review was not performed for this pi. This lot number was not manufactured by monument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.